Manufacturer narrative:
(B)(4). The reported symptom could not be reproduced. However, the sigma device evaluation found the #0, #1, #2, and #3 keys to be inoperable. It was observed that all other keys functioned as expected. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported keys on a pump's keypad were "intermittently sticking."